Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a vats lobectomy, the device was closed across the bronchus. The device would not fire; locked out. Another person was asked and they reported that the device was fired and did not deploy staples. It is unknown if the device cut. The device would not open and the reverse button was used to open the device. The mid lobe bronchus was ruptured on removal. An additional lobe had to be taken. It was intended that only one lobe to be taken.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one sc45a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Additional information: additional information requested and received: is it known which bronchus the device was fired on? No. That was not specified. Did the device cut but not staple or were there malformed staples? No, upon further investigation the surgeon reported the device did not fire but rather locked out prior to actually firing. Which firing did this occur on? I do not know. What color cartridge was used? My understanding was a green reload was used. What troubleshooting steps were taken to open the device? Based on my best recollection device was fired several times after engaging the reverse button before finally being able to get the device open. Who fired the device? The surgeon fired the device.